Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly calcified and may have contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the calcified lesion such that upon inflation attempt, the balloon ruptured. Ultimately, the return of the voyager nc may have aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database did not reveal any other incidents reported for a balloon rupture from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with the reported event and without the product to examine, a definitive cause for the reported balloon rupture could not be determined.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with mild calcification. Pre-dilatation was performed with the voyager nc; however, the balloon ruptured on the first inflation at 6 atmospheres. A non-abbott balloon was used to further dilate the lesion, and a xience v stent was deployed to successfully complete the procedure. There were no adverse patient effects reported. No additional information was provided.